Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected low battery alarm noted. However, unexpected replace battery alarm, replace battery now alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed for low battery which last for less than 1 week. Customer¿s blood glucose was 230mg/dl at time of incident. Customer advised to refer to back up plan as per hcp¿s instructions. Customer also advised to keep monitoring the issue and call back if issue occur again. Insulin pump will be return for analysis.